Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. In addition, the following non-reportable malfunctions were found during the device evaluation: water immersion in the body imaging and water intrusion in the camera cable. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error e226 was due to poor communication between camera head and the processors causing the inability to communicate normally, there is water intrusion in the image pickup unit and the camera cable. This indicates that the inside charged coupled device has failed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the e226/e228 (scope communication error) and found cracks in the main body of the head, heavy scope mount operation at the head, twisted cable at cable section, cracked and damaged connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, error code e226 (scope communication error) occurred on the hd autoclavable camera head during preparation for use. There were no reports of patient harm.